Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) bag was leaking from the middle port. The leak was discovered at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and two (2) photographs were received for evaluation. A visual inspection of the photos were performed and showed leakage from the middle administration spike port. Functional testing was performed, by filling the bag with approximately 500ml of tap water and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.